Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Data use agreement received. 152 patients were implanted with various lps implants were involved in the review. 4 patients had a total femur replacement (components involved include insert, femoral component, components x2, and femoral stem). 1 revision was reported for instability with the poly and pin being revised. 14 patients had a hip replacement (components involved include proximal femoral component, lps stem extension and femoral head). 1 revision was reported for infection with all implants removed due to stage 2 approach. 65 patients had a total knee replacement (components involved insert, femoral component, segmental components x2, femoral stem, proximal tibial component, and tibial stem). Revision -2 for periprosthetic fracture (location unk), 1 for dislocating hinged insert, 2 for loosening (location unk) and infection, 3 for infection ( 2 one stage revisions and 1 two stage revisions). 4 patients ended up having amputations ¿ 3 for infection and 1 for an unknown reason). (69 patients had a total knee with just an lps insert or aox insert. Two revisions for infection with stage 1 revision with removal of the poly and pin).